Manufacturer narrative:
The probe was returned to the manufacturer representative for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned probe does not appear to have any physical damage but will not easily insert into a known good tracker. The resistance is at the knuckle and there appears to be some abrasion in one spot causing the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were three thoracic probe tips that were damaged and stuck into two navlock orange trackers. No was patient present at time of discovery.